Event description:
It was reported that the pump is alarming with the screen text, "41622". This fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer complaint of error code confirmed through incoming inspection and pvt (performance verification testing). Found foreign object lodged in between motor and cam, removed object. Upon further investigation, found detector pin seals (2) were damaged. Replaced detector seals. Performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.